Event description:
The pt was seen for keratitis and inflammation of the cornea. The doctor confirmed the pt has iritis in both eyes and has been receiving treatment for the last few months. The flare was minimal of 1+, but had recurrent episodes. This is being filed as iritis.

Manufacturer narrative:
This is being reported as iritis. Method - no examination of device were provided which could indicate if the device caused or contributed to the incident. Results - there is no direct causal relationship established between the medical device and the incident. Conclusion - no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.